Manufacturer narrative:
(B)(4) - forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to forward firing @ 73,501 joules. The procedure was completed using a second fiber. Patient or user outcome: "no injury to patient reported".